Event description:
The pt (B)(6) received a neurostimulator on (B)(6) 2004. It was reported the device stopped working and as such, no therapy could be received. Surgical intervention was undertaken on (B)(6) 2011 to replace the neurostimulator with an ipg. Effective stimulation was recaptured for the pt as a result.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.